Manufacturer narrative:
The investigation determined that a lower than expected myoglobin result was obtained from a level 1 biorad quality control fluid processed using vitros myoglobin reagent on a vitros eciq immunodiagnostic system. A definitive assignable cause for the event could not be determined with the information provided by the customer. Based on historical quality control results, a vitros myog lot 1315 performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed on the instrument was within ortho guidelines. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
The customer obtained a lower than expected myoglobin result from a non-vitros biorad level 1 quality control fluid processed using vitros immunodiagnostics products myoglobin (myog) reagent in combination a vitros eciq immunodiagnostic system. Biorad lot 29871 level 1 = 58.1 ng/ml versus expected 70.3 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros myoglobin results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).